Event description:
It was reported that "the lamp does not light up even after replacing battery". No patient involvement was reported.

Manufacturer narrative:
B3: date of event, d4: serial number, UDI number, d5: operator of device, and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: serial number, h4: device manufacture date, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, no abnormality on the product's appearance. Per functional testing, when the cycle indicator blinked, the high circuit internal pressure indicator also blinked at the same time, and the low battery alarm continued to sound. The complaint was confirmed. The root cause was the failure of the interface board and light emitting diode (led) pcboard. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the interface board and the led pcboard. The device passed all functional and delivery tests after the repair.